Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with nordic bluetooth device passed. Transmitter final functional test passed. The share log was reviewed and did not show anything related to the complaint. The complaint was not confirmed because there was no indication an inaccurate cgm value. The root cause could not be determined because the reported allegation was not found.